Event description:
A few hours after the index procedure, the pt complained of chest pain. Coronary angiography was done and trombus was found in the previously implanted cypher stent. Aspiration and percutaneous transluminal coronary angioplasty (ptca) was done with a 2.5/20 mm balloon at 8-12 atm. Two (2) additional stents were implanted: a tsunami 2.5/20 mm stent on the proximal end and a pixel 2.5/8 mm stent on the distal end. The stents were post-dilated. An intra aortic balloon pump (iabp) was also inserted. The physician's comment regarding the probable cause of the thrombosis was that it was probably due to under-dilitation of the cypher stent.